Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said their therapy was turning off by itself during the night since about 3 weeks ago. Pt got out of bed and noticed their legs were in pain. Pt looked at their controller and noticed their therapy was off which caused their legs to be in pain. The patient was redirected to their healthcare provider to further address the issue. Pt said they were currently taking a medication that was "making their eyes blurry." Caller was redirected to the healthcare provider (hcp).